Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify drive/motor anomaly prime/fill anomalies, failed battery alarm, low battery alarm and no excessive no delivery/occlusion alarm due to motor error alarms. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would insulin squirted out during prime. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that insulin pump reject new batteries and rewind was slower and louder. The customer reported that they received unexplained no delivery alerts. The insulin pump will not be returned for analysis.